Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was reported drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Troubleshooting was performed and customer was able to successfully clear the alarm and was able to complete rewind. Customer also performed a self-test and insulin pump passed the test. No harm requiring medical intervention was reported. The product will not be returned for the analysis.